Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-00346. It was reported that patient never received effective therapy. As a result, patient underwent surgical intervention wherein both leads were explanted and replaced with a penta lead. Effective therapy was restored postoperatively.